Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional information will be submitted within 30 days of receipt.

Event description:
The information received from the affiliate states that this patient (age and gender unknown) was presented to the interventional lab for an angioplasty procedure of the common iliac artery (side unknown). There was no calcification present in the artery. The information states that this balloon ruptured at 8 atmospheres during its initial inflation. The balloon was carefully removed from the patient and another balloon was used to successfully complete the procedure. No additional patient or procedural information has been provided.